Manufacturer narrative:
Ge healthcare was notified of this event via a (B)(6) regulatory agency user report (B)(4) from the (B)(6). No ge healthcare service was provided. The customer reported that the bag to vent switch had been replaced by on-site staff to resolve the reported issue. No report of patient involvement. Serial number not provided. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of manufacturer unavailable as no serial number was provided.

Event description:
The hospital reported a malfunction of the bag to vent switch preventing the initiation of mechanical ventilation when selected. There was no report of patient injury.